Event description:
The pt experienced a shocking/jolting sensation when she would go to stand or sit along with a loss of therapeutic effect. She also felt intermittent stimulation over the past year. She could feel the device and lead move and seemed to have therapeutic effect and less intermittency when it was in the right location, flat to the skin surface. The device felt loose in the pocket and sometimes was positioned sideways. The device was reprogrammed 4-5 times in the past six months. The stimulation was turned off due to the discomfort of the shocking which was felt in the perineum area and moved depending on the pt's position. Impedances were normal. Per the MFR rep the device was difficult to interrogate with the clinician programmer. The device was to remain off until a revision could be performed. The revision plan was to secure the ins in the pocket to prevent movement, check and inspect all connections for fluid, and evaluate the lead and extension for revision.

Manufacturer narrative:
(B)(4).